Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor performed the continuity resistance test and the sensor failed per specifications. Analysis is unable to confirm the adhesive anomaly due to the sensor was returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, he was having issues with the sensor not adhering. Troubleshooting was performed and it was noted the customer's blood glucose lowered to 47 mg/dl. The insulin pump activated the threshold suspend but the customer clear it. The sensor is returning for analysis.